Event description:
It was reported the patient experienced pain around the chest area when stimulation was on. Field representative attempted to resolve the issue through reprogramming. Reprogramming was unsuccessful due to invalid impedances. It was also reported the patient experienced a fall. As a result, the patient is awaiting surgical intervention.

Event description:
Follow-up information provided the patient¿s existing paddle lead was repositioned on (B)(6) 2018. Post-operatively, effective therapy was established. Patient's chest pain has resolved.